Event description:
The account alleged that when they turn the bed exit on with no one in the bed, the bed exit will not alarm. The account stated that there were no injuries and a pt was not in the bed.

Manufacturer narrative:
The account did not have the model or serial number of the bed. The technician asked the account to disconnect the bed exit tape switches and turn the bed exit on to see if the bed alarms. No further info is available at this time for the repair of this bed.